Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging a date/time issue with his onetouch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient discovered the subject meter had a date/time issue on (B)(6) 2015 at 12.30pm. The patient does not administer medication to manage his diabetes. He was unable to say what action he took in response to the alleged issue. He reported that ¿7-8 minutes¿ after the start of the alleged issue, he developed symptoms of ¿sweating, confusion [and] hard time talking¿. He denied receiving any treatment for his symptoms. During troubleshooting, the cca noted that the meter was being used for the first time. The cca walked the patient through resolving the issue but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of an acute diabetes excursion after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.